Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted on (B)(6) 2015. Patient experienced cgm inaccuracies beginning on (B)(6) 2015. On (B)(6) 2015 the patient stated they had a low and passed while out at work. A co-worker found the patient non-responsive and treated the patient with orange juice. Patient reported stabilizing 15 minutes later. At the time of the intervention, the cgm displayed a bg value of 86mg/dl and bg meter displayed 30mg/dl. No additional event or patient information was provided. The receiver data log was reviewed on 01/07/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Relevant tests, laboratory data, including dates - correction to remove statement "(B)(6) 2015: cgm 86 mg/dl ; bg meter 30 mg/dl."